Event description:
It was reported that the 9600 system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The ps pib board connectors were reseated. The system was tested and found to be working as intended and put back into service.